Manufacturer narrative:
Corrections: b5, h3, h6 (method, results, conclusion), h11. Additional information: d10, g4, h2, h10. Investigation conclusion: the reported complaint of the pcu keypad failing was confirmed during testing. Significant trace damage was observed during an internal inspection of the keypad. Previous cad failure investigations have identified this issue associated to fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when being pressed. An extensive investigation for this issue has been previously performed and completed through fi dir # 10000375029. Log analysis results showed no issues or errors associated to the keypad or power on failures with the returned device. An internal inspection of the pcu identified significant amounts of contamination in lower right section, below the ¿system on¿ key, indicative of keypad trace damage. Testing observed an intermittent failure with the ¿system on¿ key. The pcu was not being used for treatment. Device inspection: an external and internal inspection of the customer¿s pcu exhibited the following: --white dried fluid ingress was noted on the bottom right area of the ground plate and adjacent lower rear case. --dried fluid ingress was also noted on the bottom right and left rear case screw inserts. --the front case/ keypad circuit layer was identified with contamination below the system on key. Root cause analysis: the proximate cause of the customer¿s experience with keypad failure is suspected associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu sn (B)(6) service history record showed the device had a manufacture date of 05jun2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 07oct2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the customer peeled back the new keypads to see corrosion build-up on the new circuit boards. The customer is reporting that 263 pn tc10013664/lot: 067226 for alaris model 8015 were sent from an order placed in (B)(6) due to issues with multiple keypads peeling. Biomed began replacing them and 30-40% have already began failing. Upon noticing product failures, biomed went to investigate, peeled back the new keypads to see corrosion build-up on the new circuit boards. Biomed confirmed that there was no patient involvement .

Manufacturer narrative:
Addition: h6 evaluation result code.

Event description:
It was reported that the customer peeled back the new keypads to see corrosion build-up on the new circuit boards. The customer is reporting that 263 pn tc10013664/lot: 067226 for alaris model 8015 were sent from and order place in june/july due to issues with multiple old-style keypads peeling. Biomed began replacing them and 30-40 % have already began failing. Upon noticing product failures, biome went to investigate, peeled back the new keypads to see corrosion build-up on the new circuit boards. Biomed confirmed that there was no patient involvement .

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer peeled back the new keypads to see corrosion build-up on the new circuit boards. The customer is reporting that 263 pn tc10013664/lot: 067226 for alaris model 8015 were sent from and order place in (B)(6) due to issues with multiple old-style keypads peeling. Biomed began replacing them and 30-40 % have already began failing. Upon noticing product failures, biome went to investigate, peeled back the new keypads to see corrosion build-up on the new circuit boards. Biomed confirmed that there was no patient involvement .